Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; atrial pace led (light emitting diode) was broken off of the main pcb (printed circuit board) assembly. Analysis also found one case screw was contaminated, both battery wires in lower case were pinched but not exposed, and both wires on lcd (liquid crystal display) were pinched but not exposed. (B)(4).

Event description:
It was reported the atrial pace led (light emitting diode) was not flashing. The epg (external pulse generator) was returned for warranty repair. There was no patient involvement indicated.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection noted that the atrial pace led was missing, the end caps of the led were still present. Conclusion: reported event was confirmed.